Manufacturer narrative:
Regarding: b.4. Correct alert date for conmed/aspen labs is 2/23/1998. Even though letter alerting conmed/aspen labs about this malfunction was received at conmed/utica on 1/29/1998, letter was not opened at conmed/utica until 2/23/1998. Investigation of complaint has been completed. Original complaint stating that "foot control pencil was connected to m/p-1 and hand control pencil to m/p-2. When dr activated m/p-2, m/p-1 activated which caused burn on back of dr's arm & front of pts thigh." Received by aspen labs 2/23/1998. Device in question was not returned for eval by aspen labs. Malfunction MDR was filed with FDA of this incident based upon info provided that although minor injury had occurred when rf output in m/p-1 was "unexpectedly", reoccurrence could cause or contribute to serious injury. No eval of system 6000 at aspen labs was possible, however records review of system was completed. Follow up info received indicated abc unit was evaluated and unit was found to have defective high voltage relay k5. Since no output power problems were identified, power and modes available were assumed to be within standard abc specification. Records review by aspen labs however, did indicate abc had originally been mfg at customer's request, to have rf output available simultaneously (both hc1 & hc2 are active when both outputs are requested) in spray coag only. Thus while problem described above was due to both hand control jacks being active at same time, this device was originally mfg with spray specification per customer request. Abc should be tested with two pencils and loading/activating device's rf output as decribed below, although this simultaneous condition apparently did not contribute to original incident. With sample pencil connected to hc1, apply a 500 ohm load from second hand control connected at hc2 to pt return. Activate unit with hc1, with no activation of hc2, unit is expected to have no output at hc2 in all modes. If hc1 is still active, then hc2 is activated there should be output at hc2 in spray coag only. Upon reversing connections; loading unit at hc1 and activating hc2, again outputs described above for hc2 should occur at hc1. This condition is considered normal for this particular device. Recent follow up info indicated unit did require repair for k5. Cause for relay malfunction is likely related to age of device. Unit was assumed to have been requested to ensure no other malfunctions occurred. Co would remind user however, that electrosurgical unit and accessories should be checked prior to use for proper operation. During procedures, accessories should be placed in insulated holders when not in use to eliminate risk of pt injury or contact with flammable object in event of unintended activation with two or more accessories or pencils attached.

Event description:
A foot control pencil was connected to monopolar 1, and a hand control pencil was connected to monopolar 2. When the doctor activated the monopolar 2 (coag), the monopolar 1 (coag) also output the power by itself which caused burn on back of the dr's upper arm and front of the pt's thigh. This report is for the dr.